Manufacturer narrative:
(B)(4). Product returned, but eval is in process.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 90 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from sidekick meter to one touch meter. Back to back blood test fasting on (B)(6) 2015 at 5:00 pm produced test results of 326 mg/dl using sidekick meter and 198 mg/dl using one touch meter. Currently taking medication to manage diabetes. Back to back blood test performed during call on (B)(6) 2015 produced results of 307 mg/dl and 383 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/14/2017 and open vial date is 06/19/2015. Recall test results performed fasting from meter memory (only two results stored): 1:339mg/dl (B)(6) 2015 05:00pm . 2:339mg/dl (B)(6) 2015 05:01pm . Adverse event not reported.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 90 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from sidekick meter to one touch meter. Back to back blood test performed non-fasting during call on (B)(6) 2015 at 5:00 pm produced test results of 326 mg/dl using sidekick meter and 198 mg/dl using one touch meter. Currently taking medication to manage diabetes. Back to back blood test performed during call on (B)(6) 2015 produced results of 307 mg/dl and 383 mg/dl. Verified storage of product is within instructed spec. Test strip lot MFR's expiration date is 01/14/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (only two results stored): 339mg/dl (B)(6) 2015 05:00pm; 339mg/dl (B)(6) 2015 adverse event not reported.